Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an 88-year-old patient underwent a thrombectomy and atherectomy procedure using an aspirex device. During the procedure, it was noticed that the guide provided in the kit was broken. It was retrieved by lasso. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation, and a catheter was physically investigated. During physical investigation, a guide wire was received. The guide wire was found broken at 27 cm from the tip of the guide wire and a strong kink at golden tip of the guide wire was observed. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an 88 year old patient underwent a thrombectomy and atherectomy procedure using an aspirex device. During the procedure, it was noticed that the guide provided in the kit was broken. It was retrieved by lasso. The current status of the patient is unknown.